Event description:
Problem: a patient in the ICU was receiving medication via the infusion pumps when the pump controller went into a "system failure" alarm condition. When the device goes into an alarm condition, the pumps are designed to continue pumping at the rate last given to the pump. They did so. The pumps were replaced with another complete setup. The malfunctioning configuration was sent to biomedical engineering, and later to the manufacturer for an in depth analysis. Their preliminary findings after downloading the operations log revealed the controller did fail, but also that the pumps continued to operate normally. This is the second time a controller has failed on a patient since acquiring these pumps system-wide in two months. Follow up: the controller is still being studied by the manufacturer. The patient was not harmed by this malfunction.